Manufacturer narrative:
This report is submitted on january 11, 2022.

Event description:
Per the clinic, during implant activation, 17 open electrodes appear and 5 within parameters with high impedances. The measurement is repeated several times without change. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 2, 2022.